Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the lens was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was implanted on (B)(6) 2023 at 7 degrees (°). First visual issues were observed with residual refraction during a check-up on (B)(6) 2023 with the iol at 20°. The lens was then rotated on the same day. Renewed residual refraction was observed on (B)(6) 2023 and another iol rotation is planned but has not occurred yet. A review of the measurements indicate that the initial calculations were incorrect. No further details were provided.